Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 2 instances of power - power issue failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 7 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to battery compartment cracks and moisture within the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 7 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - power issue issue. These reports were received from various sources. The patients associated with this allegation ranged from 12-60 years of age and between 159 and 215 pounds. Of the reported patients, 2 were male, 5 were female.